Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The mfg records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is considered operational context; this is due to the likelihood that the reported event is attributable to procedural factors and / or interaction with pt anatomy or other devices.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon burst occurred. The 60% stenosed lesion was located in the mildly tortuous and moderately calcified left circumflex. A runway cls3 guide catheter was used. The physician tried to post dilate the lesion using a 4.0 x 12 mm quantum maverick monorail balloon catheter. On the first inflation, it was inflated for 10 seconds, however, the balloon burst at 10 atmospheres. The balloon was removed intact. The procedure was completed with another of the same device. The pt status is stable with no complications reported.